Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed intermittent loss of sensing. No intervention was performed. Patient was asymptomatic and would present in clinic for programming changes.